Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.

Event description:
The customer reported receiving a reading of 196 mg/dl on her adc meter. She then felt ill and lost consciousness. Paramedics were called and they reportedly received a reading of 81 mg/dl, after she had been given some orange juice.